Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps alarmed continuously. This was observed during bolus patient infusions with unspecified fluids. To resolve the event, the nurse would take the tubing out of the pump and run a fluid bolus via gravity. There was no report of patient injury or medical intervention associated with this event. No additional information is available.